Manufacturer narrative:
Concomitant medical products: 6935m62 lead; implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy for supra ventricular tachycardia (svt) which was classified as ventricular tachycardia (vt) due to right atrial (ra) lead undersensing. Follow up yielded no information. The lead remains in use. No further patient complications have been reported as a result of this event.